Manufacturer narrative:
Exact date unknown, event occurred years ago from date manufacturer was made aware.

Event description:
It was reported that the patients battery was no longer working as intended for years, the patient underwent an ipg explant procedure. The explanted device was not returned as facility does not release the explanted product.